Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer reported damage to the battery cap and also metal pieces are missing to the battery cap of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not done. The customer advised to replace the battery cap. The product is not returning for analysis.